Manufacturer narrative:
The analysis prior to the repair showed during a test run that due to a worn-out ball bearing an axial shifting was possible. This caused higher friction and hence heat up of the head. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Technical condition: a damaged device or components could injure patients, users and third parties. Only operate devices or components if they are undamaged on the outside. Check that the device is working properly and is in satisfactory condition before each use. If there are any sites of breakage or clearly recognised changes on the surface, the parts must be checked by the service. Safety checks may only be performed by trained service personnel. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions: damage, irregular noise, excessive vibration, untypical heating, no firm seating of the grinder or cutter in the instrument. Observe the following instructions in order to guarantee optimum functioning and prevent material damage: service the medical device with care products and systems regularly as described in the instructions for use. Kavo recommends specifying in-house service intervals where the medical device is brought to a professional shop for cleaning, servicing and a function check. Define the service interval depending on the frequency of use.

Event description:
The original information which was supplied when product was sent in for repair said that instrument overheated during a treatment and burned the patient in mouth. But when our local area sales manager contacted the dental office to get further information about the incident, he was told that there was no burn and the patient merely complained about the increasing temperature of the instrument. Further information has not been supplied.